Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the circumflex artery. A 185cm kinetix¿ plus guidewire was advanced and crossed the lesion. However, during procedure, the tip of the guidewire broke off inside the patient. The physician did not take further action to retrieve the broken tip as there was less risk leaving the fragment inside the patient. The physician then took another kinetix¿ plus guidewire and was put down in the artery and stented the broken tip of the wire against the artery wall. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.